Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an I mplantable neurostimulator (ins) for unknown indications for use. It was reported that the subject was seen in the clinic on (B)(6) 2025, reporting they are having terribly urge incontinence that has been going on for a couple of months, and they have 0% improve. They have made no recent changes to therapy since about a year ago when they had changed programming and got relief. Recommendations were made to switch to program 3 today and also look at replacing the battery, as it is coming up to 5 years and the battery will be coming to the end of service, which could be impacting efficacy. It was possibly related to the device or therapy and not related to the implant procedure. Might be due to programming specify the final programming date and time, which is mostly due to recent interrogation prior to event: (B)(6) 2024. They entire system was explanted/replaced on (B)(6) 2025. The event is ongoing